Event description:
Hello, please can you assist with the following concerns. I purchased as dermalux flex device from aesthetic technology dermalux, a medical technology manufacturer march 22 there full address 211 europa blvd, westbrook, warrington wa5 7tn. I've had 2 devices. The first one broke after 5 months. The company diagnosed the fault by a photo and replaced it. The cable wire also became exposed subsequently sparking and popping as I plugged it in. Once again the company replaced it. The 2nd device developed what appeared to be a similar fault as the first one 18 months of receiving the 2nd device. Again diagnosed via a photo. The 2nd cable wire again became exposed. The quality in my opinion appears poor and I'm concerned for safety on these devices especially the wire. I'm currently pursuing the company to reclaim money back for this device but due to my concerns for the safety aspect side I feel compelled to contact the relevant department to report my concerns. I've also attached a copy of an email in which the company states tested and are manufactured according to the medical device regulations as well as undergoing extensive internal qc processes. Please advise if you are the correct people to report this, if not please let me know who to report this to. Many thanks. Reference reports# mw5162276, mw5162278.